Manufacturer narrative:
The insulin pump was received with no unexpected frozen screen anomalies during testing. The pump alarmed button error after boot up and intermittent button response on the down arrow button due to corroded keypad traces. The pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call indicating a button error on the insulin pump. The patient's blood glucose reading was 182 mg/dl. The mother stated that the pump alarmed button error and the up button would not function properly and the screen would not change. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.